Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The concerned product has not been returned as it was discarded by the hospital. But a second complaint (complaint reference (B)(4) and 3003263092-2019-00017) was reported within the same day from the same hospital and with the same failure description with the following results. During investigation of the returned sample the original complaint description could not be confirmed: the guidewire is complete, and neither separated nor uncoiled. The investigation revealed small kinks at the j-tip and more kinks on the straight end of the guidewire and therefore failed to meets its specification. It is considered as unlikely that the guidewire was kinked before use, as the insertion of guidewire could be performed. This is supported by the customer statement that the bent was detected after removal. A review of the DHR could not identify any non conformities or deviations relevant to the reported issue. No further complaints were received to this batch. The picco technology is used for advanced hemodynamic monitoring. Considering the issue description and investigation results it is considered as likely that a handling error by using excessive force is the root cause for the extent of kinks on the straight end side. As the IFU states: "use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously." Additionally, the customer reported that the guidewire was retracted with the cannula in place. It is considered as likely that the j-tip of the guidewire was kinked by retracting the guidewire against the cannula. This is classified as user error as the IFU indicates(lab-000156 ver.01): "if resistance is encountered when removing the guide wire, the guide wire could be kinked about tip of catheter within vessel (k). In this case withdraw the catheter by 2 to 3 cm and try again to remove the guide wire. " considering the issue description, investigation results and experience with similar complaints it is considered as likely that a handling error by using excessive force is the root cause. As the IFU states: "use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously." Due to the similarity of the cases it is considered as very likely that the root cause apply for both cases. No product was returned. But a device from other lot returned from user was investigated (#255571).

Manufacturer narrative:
Further information has been requested and investigation is ongoing. A supplemental emdr will be sent when the investigation is completed. The involved product is not available for return.

Event description:
It was reported that after ultrasound driven femoral puncture, the end of the guidewire got almost broken. After the dilatation and insertion of the cannula, it was not feasible to pull the guide wire out, only with the cannula. The damage of the guidewire was observed after removal from the patient. No clinical consequences or harm to the patient occurred. Insertion of a new catheter was needed. Manufacturer reference #: (B)(4).